Event description:
It was reported that the patient came in for a routine follow up for non-sustained lead rv noise. The stored egm showed near field and far field rate mismatch of frequent premature ventricular contractions. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.